Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the intra-aortic balloon pump (iabp) upon insertion the fiber optic sensor (fos) was able to zero then the pump was moved to the unit. Once the pumped was moved, it was noticed that the fos signal "was not there". As a result, the pump was switched out for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "fos signal loss" is not confirmed. Although, the root cause of the complaint is undetermined the fos board passed visual and functional test specifications during the investigation. No further action required at this time.

Event description:
It was reported that on the intra-aortic balloon pump (iabp) upon insertion the fiber optic sensor (fos) was able to zero then the pump was moved to the unit. Once the pumped was moved, it was noticed that the fos signal "was not there". As a result, the pump was switched out for another. There was no report of patient complication or serious injury and death.